Event description:
A customer reported to baxter product surveillance of a v-link catheter extension set in which the set blew out, since it was used with a power injector in the radiology department. This condition occurred at an unknown process step. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.